Event description:
Patient reported "almost every week draining fluid." Patient additionally reported being diagnosed with "colon cancer;" this event is not related to the device. This record is for the left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, g1, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported "almost every week draining fluid." Patient additionally reported being diagnosed with "colon cancer;" this event is not related to the device. This record is for the left side. Device has been explanted.

Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: almost every week draining fluid.

Event description:
Patient reported "almost every week draining fluid." Patient additionally reported being diagnosed with "colon cancer;" this event is not related to the device. This record is for the left side. Device has been explanted.